Event description:
Patient had a left triathlon knee implanted on (B)(6) 2013. Patient is a heavy muscular male who is an amputee on other side. He recently complained of pain. Patient was scoped by dr. B. To see cause of pain. The patella had broke off the posts and dr (B)(6). Retrieved patella by making a larger incision through knee scope portal. It appears device had broken at the post interface.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had a left triathlon knee implanted on (B)(6) 2013. Patient is a heavy muscular male who is an amputee on other side. He recently complained of pain. Patient was scoped by dr. (B)(6) to see cause of pain. The patella had broke off the posts and dr. (B)(6) retrieved patella by making a larger incision through knee scope portal. It appears device had broken at the post interface.